Event description:
It was reported that, "surgeon inserted a 3x235mm k-wire at the tip of the greater trochanter. Once she achieved satisfactory position, she reamed over the k-wire with the one-step conical reamer 13 0. As she continued to ream, the shaft of the reamer snapped, and the end of the reamer was left in the drill. The rest of the one-step reamer was removed, flexible reamers were used for the entry point."

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.